Manufacturer narrative:
The capture sheath of a 6.00mm x 180cm angioguard rx emboli capture guidewire system was found cracked during prep. The target vessel was the carotid artery and it was 50% stenosed. There was no thrombus present prior to, at, or after the lesion site. The lesion pre-dilated prior to stent implantation. The procedure was completed with a non-cordis device. The user was trained in the use of the device. The device was stored and prepped in accordance with the instructions for use (ifus). There were no reports of patient injury. The device was returned for analysis. Picture analysis shows a separation condition could be observed confirmed. A non-sterile product of ¿rx/6mm basket diameter/180cm¿ was received inside of a clear plastic. Device was unpacked to perform the visual evaluation. The returned components are the capture sheath, the delivery sheath, the ecgw system, the torquing device, and the filter introducer. The rest of the components were not included in the shipment. The capture sheath was thoroughly inspected observing that the distal section is separated. The separated piece was not returned for analysis. No other outstanding details were observed on the returned part. The separated area was analyzed using a vision system to magnify the damage. Results showed that the edges on the separated area presented evidence of elongations. The elongations found on the plastic material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. A product history record (phr) review of lot 35264806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture sheath ~ cracked¿ was not confirmed, the returned unit does not present a cracked condition. However, the reported ¿capture sheath ~ separated¿ was confirmed, a separated condition was observed on the distal section of the capture sheath. The product analysis suggests that the events experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35264806 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the capture sheath of a 6.00mm x 180cm angioguard rx emboli capture guidewire system was found cracked during prep. There were no reports of patient injury. The target vessel was the carotid artery and it was 50% stenosed. There was no thrombus present prior to, at, or after the lesion site. The lesion pre-dilated prior to stent implantation. The procedure was completed with a non-cordis device. The user was trained in the use of the device. The device was stored and prepped in accordance with the instructions for use (ifus). The device was returned for evaluation. Addendum: picture analysis shows a separation condition could be observed confirmed.